Event description:
Summary: initial implant 2005. Continued pain and core replacement 13 mos later. Admitted for full limb dvt w/ fasciotomy 9 days later. Continued but improved dvt lle with seroma fourteen days later. 2005 - surgical procedures: anterior retroperitonel approach to the lumbar spine; radical lumbar discketomy of l5-s1; resection of herniated lumbar disk anterior approach; implantation of prosthetic total disk replacement, charite, #4, 10.5mm core, 12.5 degree of lordosis. 2006 - a gentleman who underwent total disc replacement. The patient is having pain in the back, especially when he bends. He had multiple attempts at conservative treatment without relief of his symptoms. He is being admitted to have revision of his charite disc - need to downsize the size of the core. Procedure: anterior retroperitoneal approach to the lumbar spine; careful and meticulous dissection of iliac veins bilaterally; distraction of the vertebral interspace and removal of the old 10.5mm polyethylene core; implantation of new polyethylene core; intraoperative fluoroscopic guidance; intraoperative somatosensory evoked venous thrombosis of the left lower extremity. He was treated with lovenox. The leg was elevated on pillows and he has had progressive swelling and coolness of the left lower extremity. His dorsalis pedis pulse remains palpable, though faint. The leg is greatly edematous and cool. The rle is unchanged and normal. He has phlegmon cerulea dolens. Vascular surgery has been consulted and the suggestion is for intraclot lysis. The patient is aware of the risks of bleeding, loss of limb, possible need for fasciotomy for compartment syndrome. He is aware that the expected benefit of the procedure would be to decrease the risk of needing an amputation or of chronic phlebitis of the lle. The patient consents to go to hospital. The patient is being transferred urgently.